Event description:
As reported in the d.e.s. Cover database, approx six months post index procedure the pt experienced 80% focal restenosis at the proximal edge of the stent in the pda. This was treated with another cypher stent. The pt also experienced luminal narrowing in the middle of the stent in the mid rca. This was treated with balloon angioplasty. The pt was admitted to the hosp in 2005 with a chief complaint of stable angina. The pt was taken electively to the cardiac cath lab, where angiography revealed 3-vessel disease. Pre-procedure diameter stenosis was 95%. The 2.5 x 2mm, de novo, native, right posterior descending artery was direct stented. A 2.5 x 18mm cypher stent was placed and the lesion was post dilated. Angiographic success was achieved for this lesion. Timi flow was grade three pre and post procedure. Post procedure diameter stenosis was 0%.